Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detected at the initial drain after the initial drain alarm volume was met and a false empty detect at previous therapy last drain after the minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 18:08:52. During night drain cycle one, the patient's ultrafiltration reading was 1973ml, indicating the home patient drained 1973ml more than their maximum programmed fill volume of 2500ml. No additional information is available.